Event description:
It was reported that prior to use, the handpiece was spinning intermittent and felt different vibration than normal. And during the endoscopic sinus surgery, the handpiece continued to spin after releasing the foot pedal. This resulted in the straight shot making contact with the patient's turbinate "which was a planned part of the surgery but was to be done later in the case, this caused bleeding and visual obstruction". After the issue occurred, the procedure was continued with another handpiece. Surgery was completed with new handpiece. Cautery was used with no further complications. The current status of patient was unknown.

Manufacturer narrative:
Foot control with product ID: 1898430, serial/lot number:(B)(6), console with product ID: 1898001, serial/lot number: (B)(6) and blade with product ID: 1884380em, lot number: 0227539247 were involved in this event. H3: product analysis of the device found that the reported fault of runs continuously could not be verified. However handpiece rear bearings found corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.